Manufacturer narrative:
Concomitant medical products: product ID: 64001, lot# n242249, implanted: (B)(6) 2010, product type: adapter. Product ID: 64001, lot# n412086, implanted: (B)(6) 2013, product type: adapter. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 64001, lot# n242249, implanted: (B)(6) 2010, product type: adapter. Product ID: 3389s-40, lot# v479550, implanted: (B)(6) 2010, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 64001, lot# n412086, implanted: (B)(6) 2013, product type: adapter. Product ID: 3387-40, lot# j0206376v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4),implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was later reported that the patient had presented again with an inconsistent loss of therapy on the left side, right implantable neurostimulator. It was noted that impedances and palpation had not shown anything. The healthcare professional went into the pocket and found a new extension issue. The device had one new extension and one old with an adaptor. The new extension was fractured. Both extensions were replaced and the adaptor was removed. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received had a readout from the device that showed high impedances on combinations that contained either electrode 0 or 8. The patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4).